Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) and the cause was not known. Insulin injections were administered to address the bg level. The customer's healthcare provider reverted the customer to insulin injections for insulin therapy. As the customer did not have the pump at the time of the report, a pump system check was not performed.